Event description:
It was reported that the display screen of the programmer was wavy, and when it was turned off, the programmer would not reboot. It was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the low voltage differential signaling printed circuit board was loose. It was also noted that the right antenna was broken.